Manufacturer narrative:
We are awaiting device return. A f/u report will be submitted upon completion of our investigation. Date report submitted to FDA by MFR: 01/13/2010. Date the initial reporter provided the info to the MFR: 12/22/2009.

Event description:
It was reported the rear hub of the sl1 separated from the sheath's body during the procedure. The physician safely removed the sheath and a new sl1 device was used to continue the procedure. There were no pt complications or add'l treatment required.